Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on 10/25/2016, to report a detached sensor wire that occurred on (B)(6) 2016. The sensor insertion was at the abdomen on the (B)(6) 2016. There was no report any injury or medical intervention. No additional event or patient information is available. Complaint device was returned for evaluation. A visual exterior inspection was performed on the sensor. The sensor wire with sn (B)(4) was detached from the sensor pod and housing puck. The complaint of (B)(4) detached/missing sensor wire was confirmed. The root cause could not be determined post investigation.